Event description:
It was reported that a dissection occurred. During percutaneous transluminal coronary angioplasty (ptca), a 3.00 x 38 promus elite was deployed to treat the target lesion located in the left anterior descending artery. After post dilation, a non-flow limiting dissection was noticed at the proximal edge of the stent. A 3.50 x 8 promus elite was deployed to cover the dissection. The procedure was completed successfully and the patient fully recovered and stable. It was further reported that the 90% stenosed, moderately tortuous and moderately calcified lesion was pre dilated with a 2.75 x 12 semi complaint balloon. The 3.00 x 38 promus elite was deployed at 11 atm with no issues. The stent was post dilated with a 3.00 x 12 non complaint balloon at 20 atm.

Event description:
It was reported that a dissection occurred. During percutaneous transluminal coronary angioplasty (ptca), a 3.00 x 38 promus elite was deployed to treat the target lesion located in the left anterior descending artery. After post dilation, a non-flow limiting dissection was noticed at the proximal edge of the stent. A 3.50 x 8 promus elite was deployed to cover the dissection. The procedure was completed successfully and the patient fully recovered and stable.